Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of th patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported although the patient was receiving stimulation in her pain pattern, the stimulation was ineffective. At the time, it was determined the scs lead was functioning properly. The scs system was explanted and upon analysis of the lead it was determined there was an issue with the lead.